Event description:
This patient completed an uneventful dialysis treatment on (B)(6) 2013. The nephrologist visited the patient following the dialysis treatment; the patient had no complaints and was discharge home. On (B)(6) 2013, the patient was admitted to the hospital with lethargy and confusion and later diagnosed with hemolysis. During the hospitalization the patient was transfused two units of prbcs. Following the transfusion, the patient¿s hemoglobin remained stable. The patient was discharged from the hospital on (B)(6) 2013. No additional information was provided by this facility. Without additional lab work it is impossible to know the cause of this hemolysis event. The phoenix machine (ph21150) was inspected and problems were identified and the phoenix machine was returned to service. The blood tubing set, revaclear max and bicart were discarded and not available for investigation.

Manufacturer narrative:
The blood tubing set involved in this incident was discarded by the customer, and was not available for investigation. The lot numbers of recent cartridge blood tubing sets shipped to this facility were: 1000043588; 1000043592; 1000047533; 1000048335; 1000050545; 1000050874; and 1000055024. A total of 105 retained samples from the 7 lot numbers listed above were tested by means visual inspection, functional, occlusion and dimensional testing performed. The tests identified no problems with any of the samples and confirmed that they met the product specifications. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.